Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and had received an insulin flow blocked alarm. The customer¿s blood glucose level was over 440 mg/dl. The mother also states they changed the site. The customer declined troubleshoot for high blood glucose and an insulin flow blocked alarm. The insulin pump will not be returned for analysis.